Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure high capture thresholds and low out-of-range pacing impedance values were noted. The physician decided to implant the lead and perform programming changes. The following day during post-operative interrogation, capture thresholds were noted to have decreased while the low pacing impedance values slightly increased. Programming changes were made again. The patient's condition was stable throughout the event and was discharged home.